Manufacturer narrative:
Logfile review shows no abnormalities that could have contributed to reported event. All energy settings were within range and all laser system functions were within specifications at this day. Clinical review shows according to the image of the treatment report the flap is slightly decentered, and this will lead also to an ineffective canal venting. But in general the user always has to confirm and adjust the final flap position before starting the flap cutting procedure. User handling. Customer stated the cause is probably to be found in patients eye anatomy which was hard to dock. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received confirmed there was not a refractive consequence.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Device history record (DHR) for the device was reviewed. The associated device was released based on company¿s acceptance criteria. (B)(4).

Event description:
A doctor reported that a patient's flap in the left eye was off centered in the y direction towards the lower side. It is noted that this eye might have been complicated to dock. A small vertical tilt resulted which distorts the vision. The flap was raised without problems under the microscope. The doctor chose a smaller optical treatment area in order to make the laser work inside the part exposed by the flap. The exposed area to cover was sufficient. Laser treatment was completed.